Event description:
In 2005 result of 192.1 ng/ml for psa was reported to physician. About two weeks later, another sample from same pt was run, result was 1500. Re-ran sample from earlier result was 1515. According to customer, pt treatment was not affected by result reported earlier. Medication was not adjusted.